Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. Visual and functional inspections were performed on the returned device. The tear and leak were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported tear in the hose however the leak appears to be a result of the tear.

Manufacturer narrative:
(B)(4). The two other indeflator 20/30 devices referenced are being filed under separate medwatch MFR numbers. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during inflation a cut was noted on the silicone tube of the indeflator causing a leak, thus it could not be used properly. The indeflator was replaced with another indeflator, there was no issue during inflation; however the indeflator failed to deflate. The second indeflator was replaced with a third indeflator and the same issue occurred. There was no damage noted to the two indeflators with the deflation issue. A non-abbott indeflator was successfully used to deflate the device. There were no adverse patient effects. Although there was a delay in the procedure it did not result in significant impact to the patient. No additional information was provided.